Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent would not deploy during use in the iliac artery. The device was retracted without issue and another stent was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. Based on the sample evaluation, the reported deployment failure could not be reproduced. The stent was found to be completely loaded in the system. During the evaluation, the stent could be deployed without difficulty. No device deficiency leading to the reported failure to deploy was found. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with a difficult vessel anatomy or challenging placement site resulting in high friction during the attempt to release the stent. In this case, the tracking path was reported to be slightly calcified; however, the system could be advanced and retracted without difficulty. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "do not hold the delivery system catheter during stent deployment." The reported application represents an off-label use of the device. The bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The safety and effectiveness of the device for a treatment as described has not been established.